Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the team started to deploy valve without pulling pusher back. The valve was partially expanded. We pulled the valve back into the descending aorta between thoracic and abdominal cavity to deploy fully and safely there. Afterwards, the original delivery system was removed from esheath. The team kept the same esheath in the patient. A new valve and delivery were prepped. Upon getting the second valve and delivery into the patient to align, they realized it looked as though there may be a tear in the esheath, because it did not all appear to line up under fluoro. We continued on and safely deployed the second valve in the patient, in the correct aortic placement. There were no issues with pulling the delivery system or the esheath out. There was no harm done to the patient, however, the esheath had been split. The fcs will provide photos and video for documentation. Upon follow up, the fcs called and advised that the liner was split. The dilator was outside of the esheath. The delivery system, with the valve, exited the sheath through the liner, the fcs believes. When they were aligning the valve onto the balloon, they noticed that it looked off under fluro. When the procedure was completed, they confirmed that the esheath had split. It was on the second delivery and valve that this was noticed. The fcs sent photos and video for review. The perceived root cause of the event is unknown. There was no damage to any other devices and all devices were discarded.

Manufacturer narrative:
This is 2 of 2 reports. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 (correction) h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for inflation difficulty and/or incomplete inflation is confirmed based on provided procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the team started to deploy valve without pulling pusher back. The valve was partially expanded.' Per review of provided imagery, the flex tip of the delivery system was still positioned against the valve during deployment, instead of being retracted to triple marker per the IFU. Consequently, the distal valve was only partially expanded. Additionally, during the deployment, the delivery system moved towards the aorta. Lastly, the valve was fully deployed in the abdominal aorta. The IFU and training manual emphasize the importance of retracting the flex catheter tip from the inflation balloon and positioning it over the triple marker prior to valve deployment. This positioning ensures the balloon inflates properly without any obstruction. If the flex catheter blocks the inflation balloon, it can lead to asymmetric inflation and increase the risk of valve embolization. In this case, the entire delivery system appeared to jump slightly toward the aorta during deployment, which may have led to the decision to retract the system and deploy the valve in a non-target location. As such, available information suggests that use error (flex tip not retracted prior to balloon inflation) may have contributed to the reported event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the team started to deploy valve without pulling pusher back. The valve was partially expanded. We pulled the valve back into the descending aorta between thoracic and abdominal cavity to deploy fully and safely there. Afterwards, the original delivery system was removed from esheath. The team kept the same esheath in the patient. A new valve and delivery were prepped. Upon getting the second valve and delivery into the patient to align they realized it looked as though there may be a tear in the esheath, because it did not all appear to line up under fluoro. We continued on and safely deployed the second valve in the patient, in the correct aortic placement. There were no issues with pulling the delivery system or the esheath out. There was no harm done to the patient, however the esheath had been split. The fcs will provide photos and video for documentation. Upon follow up, the fcs called and advised that the liner was split. The dilator was outside of the esheath. The delivery system, with the valve, exited the sheath through the liner, the fcs believes. When they were aligning the valve onto the balloon, they noticed that it looked off under fluoro. When the procedure was completed, they confirmed that the esheath had split. It was on the second delivery and valve that this was noticed. The fcs sent photos and video for review. The perceived root cause of the event is unknown. There was no damage to any other devices and all devices were discarded.